Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a35757/a35779, model/catalog description: phase iii linear lead - 50 cm.

Event description:
A report was received that the patient was not getting relief. The patient underwent an explant procedure. No further information could be obtained.